Event description:
The consumer was at the hairdresser and her legs were under the sink cabinet, when the chair allegedly began moving. The consumer allegedly sustained a broken ankle and bruising.

Manufacturer narrative:
Info provided alleges the chair continued to tilt. Malfunction is not confirmed. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse, abuse or a svc error that may have caused or contributed to this alleged incident. MFR is attempting to obtain product for inspection. MDR filed based on alleged injury.